Event description:
During a standard dental treatment the head of the handpiece got hot and burned the patient on lower lip to the size of approximately 1.5 cm. The patient received some aqua 4 otc ointment, no other medication was given to her.

Manufacturer narrative:
The analysis did show that the bearings were gritty. It also showed that the head had a dent at the push button causing button to stick. This caused unusual inner friction and therefore cause the head to heat up. The condition of the bearings is the result of a normal wear process. The dent shows that the handpiece received a hit, e.g. Dropping during reprocessing. Kavo recommends a service interval be set up for a licensed shop to clean, service and check the function of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported due to the 2 year presumption rule.